Event description:
The customer's wife reported that the insulin pump had a motor error alarm and a black dot on the screen. The customer's wife reported that the motor error alarm occurred during priming. Customer did not recall any significant events leading up to the error alarm. The customer's wife reported that the customer had been experiencing high blood glucose levels, but had come down to around 90 mg/dl by the time of the call due by doing manual injections. The customer's wife was advised that the insulin pump would be replaced but did not return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. The motor was tested outside of the device and passed; the insulin pump also passed the displacement test. The insulin pump was received with bleeding lcd glass, minor scratched display window, cracked display window, cracked case at the display window corner, scratched reservoir tube window, cracked reservoir tube lip and missing the end cap sticker.